Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of bag tear. Based on the condition of the returned unit and the description of the event, it is likely that a sharp object or instrument came into contact with the sheath, resulting in holes or tears that further propagated due to the stress experienced by the sheath. The instructions for use (IFU) states, ¿repeated cutting against the guard system may cause damage and may compromise the ability of the guard to protect the integrity of the specimen containment bag¿. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: unk. Event description: "hospital [name]. This is a complaint from the hospital; the wound retractor was torn because a robot arm was contacted with. As it was torn in the bag so it seems that all fragments were collected but the user asked us to reconfirm whether all fragments were collected. No patient injury or illness associated with this event. After collecting the fragments and procedure was completed. This event unit will be returned." Additional information provided by fi personnel via email on 29jan2026: was the retractor deployed through the alexis ces containment bag? Yes was the guard used during the procedure? No intervention: after collecting the fragments and the procedure was completed. Patient status: no patient injury indicated.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon the completion of the investigation.

Event description:
Procedure performed: unk. Event description: "hospital [name]. This is a complaint from the hospital: the wound retractor was torn because a robot arm was contacted with. As it was torn in the bag so it seems that all fragments were collected but the user asked us to reconfirm whether all fragments were collected. No patient injury or illness associated with this event. After collecting the fragments and procedure was completed. This event unit will be returned." Intervention: after collecting the fragments and the procedure was completed. Patient status: no patient injury indicated.